Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that, the erbe started to show error c00 and c34 when firing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the vessel sealer extend with the erbe generator on the vision cart itself, as the bipolar energy was functioning properly. The issue was specific to monopolar energy.

Manufacturer narrative:
The field service engineer (fse) replicated the error on the integrated electrosurgical unit (iesu) and replaced the unit to resolve the reported error. The unit involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.